Manufacturer narrative:
There are no other reports for this product and report code.

Event description:
A tina instrument of which a report of low ultra filtration was received. The patient later complained of shortness of breath.